Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer reported a skin reaction at the site of the adc freestyle libre sensor, with symptoms described as "chemical burns that leave permanent scars" and blisters. However, there was no report of third-party treatment. Based on the information provided, there was no report of serious injury associated with this event.